Manufacturer narrative:
Product analysis an in. Pact 018 was returned for evaluation the size on the luer was 5 120mm x 80cm the balloon returned in a post inflation state there was no damage observed to the tip there was no damage observed to the balloon bond no damage was observed to the balloon the device was connected to an inhouse stand alone pressure guage the balloon inflated with no twist or inflation difficulties were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An impact av was intended to be used for treatment of the left ulnar vein. It was reported at 8 atm balloon inflation issues were noted. Partial expansion failure (balloon twist) occurred, and two attempts were made to expand it. Although balloon twisting occurred, expansion was successful, so the procedure was completed without product replacement. There were no leaks noted on the device. No patient impact reported